Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a programmer error and that the programmer would not start up properly. It was noted that thermal sensing errors were found in error log and needed replacement micro processor unit (mpu). The fan was noted to be noisy and all printer light emitting diode (led) lights were flashing. The programmer shall be scrapped due to lack of available part to replace mpu. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer was returned into service for repair it subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.